Event description:
As reported in FDA medwatch mw54104269: "I have a revised metal-on-metal hip replacement both my hips, the ones that were recalled for the same model numbers as the ones that were implanted in me with the exception of an added liner. It separated the metal from metal that part broke the liner cup and for some time I had metal on metal grinding, really bad headaches that got worse over time. I didn't notice those side effects, those have occurred almost a year prior. I have peripheral vision loss with bright lights in my peripheral, flashes, confusion. I wake up in the morning and everything in my house seems to my memory to be just the opposite of where it's located. Now since the tv to couch and all that so bad as to where I'm confused, I can't quit crying until out and leave it goes away after having this revision surgery of course. I did my research and found all my symptoms are metal on metal poisoning, metallosis which was noted in my surgeon's after surgery report. Right before surgery the anesthesiologist inserted a nerve blocker into my left thigh. When she pulled the needle from my thigh black metallosis liquid came out of my leg. Everyone in my room to the oh my god what is that black stuff. Then I was asleep I look at the reports from the anesthesiologist and my doctor, there is no mention of the anesthesiologist ever finding any black liquid in my leg. The only one mention anything about metallosis with the doctor after my surgery he knew about that before my surgery that should have been precautions taken, I may lose my eyesight, my ability to walk and everything..."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.